Event description:
Revision surgery due to infection 18 months post op. The pt had pain and through x-ray the surgeon detected the loosening of the stem. During revision surgery was noticed the infection located especially in the proximal part of the femur. Also the cup was getting loose. All the implants have been removed and it was used a spacer for the antibiotics release. Ref MFR report: 3005180920-2013-00044.